Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion spb3.5 6f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure to treat a lesion in the distal circumflex artery with moderate tortuosity, moderate calcification and 95% stenosis. A 2.5x15mm rx traveler balloon dilatation catheter (bdc) was advanced without any resistance noted and intended to be used for pre-dilatation. However, during the first inflation at 10 atmospheres and 30 seconds the balloon ruptured. The bdc was simply removed from the patients anatomy. Reportedly, the device was soaked and air aspiration was performed outside of the patient anatomy prior to use. Another 2.5x15mm non-abbott balloon was used to complete the procedure successfully. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.